Event description:
The customer reported that when the pump was placed on a pt the gas loss alarm went off constantly. The pt was switched to another unit and therapy was continued. No pt injury was reported.